Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device was overheating. It was reported that there was a delay in the procedure due to the event. The length of the delay was not reported. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was overheating was confirmed. An assessment was performed and it was determined that the device overheated in six minutes (122.5 degrees should be less than 120 degrees in 10 minutes), and the connector cap cable was frayed. During repair it was observed that the driveshaft was broken. It was determined that this condition caused the device to overheat. It was further determined that the device failed pretest for failed handpiece temperature assessment, loctite and cable assessment, and noise assessment. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.